Event description:
The dealer states they just pulled the item from the box and it powered on, the fan could be heard, but the device was not putting out any air. This was at 4 hours of use when removed from the box.